Event description:
The complaint was reported by a customer from USA. Delivery issue.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump. Investigation findings: the complaint was confirmed. The investigation established that corruption of data occurred, possibly due to a source of electromagnetic interference (misuse). Conclusion: the investigation findings suggest that it is most probable the event was a result of misuse, causing a corruption of data to occur and the pump to alarm as a mitigation against it, preventing the user of using a faulty pump.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. The customer stated that no human harm occurred, and no medical intervention was required as a result of this event.